Manufacturer narrative:
As the original bulk non sterile contract manufacturer, medron has no direct contact with end users and does not own the product design. Per customer requests, medron evaluates the device history record and process to confirm product met release and process requirements as specified by the customer. Root cause: based on the current status of the investigation and limited information supplied, we cannot confirm the root cause is associated with medron's materials or processes and tooling. Corrective action: no corrective action is required for the lots as the customer did not request a return and no additional material is available at medron from the reported lot numbers. Preventive action: with the current information provided and review of the associated work order records, we cannot confirm the reported observations are associated with medron's process. No preventive action is identified at this time since product was conforming to requirements. To provide some additional monitoring for tip tensile performance in finished lots, medron will continue to conduct tip tensile testing during final release. Should additional information. Device history record assessed.

Event description:
It was reported that prior to patient use, the crossing support catheter allegedly broke. There was no patient involvement.